Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient had pain at their device pocket and their implantable neurostimulator (ins) and lead were explanted. It was noted the patient lost 100 pounds and could not get the implantable neurostimulator (ins) to sit comfy in the pocket. The patient¿s status was reported as no injury.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was stated the implantable neurostimulator (ins) was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.